Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and septic shock on (B)(6) 2020. Customer¿s blood glucose was in the 425 mg/dl at the time of incident. Customer had nausea. Customer was using auto mode feature at the time of event. Customer had low blood glucose level of 55 mg/dl during hospitalization. Customer was treated with glucose tablet for low blood glucose event. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will not be returned for analysis.